Manufacturer narrative:
The pump was received with a constant spi to motor pic communication alarm followed by unexpected off no power alarms due to a problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the alarm. The pump had a bleeding lcd glass, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor current error and was unable to complete the rewind process. Customer also stated that the device had been dropped and the screen was cracked. Blood glucose level at the time of the incident was 106 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.